Manufacturer narrative:
This report is for an unknown rigidfix cross pin. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unk - screws. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: mattia alessio-mazzola et al,2018, "outcome after combined lateral extra-articular tenodesis and anterior cruciate ligament revision in professional soccer players"j knee surg, doi 10.1055/s-0038-1672120, italy. The study emphasizes on the assessment of the clinical outcome after combined lateral extra-articular tenodesis and anterior cruciate ligament revision in professional soccer players. The patients evaluated on course of this study: the medical records of 24 professional soccer players were analyzed between 2011 and 2015. The mean age at surgery was 23.8 +/- 4.2 years and the inclusion criteria were: professional soccer players and atraumatic failure with rotational instability with pivot shift test grade 2. The article describes the following procedure: acl revision was performed with autologous bone¿patellar tendon¿bone (btb) autograft or with hamstring graft (st-g). Let (lateral extra-articular tenodesis) was performed after acl fixation via a macintosh modified arnold¿coker technique. The devices involved were: metallic interference screws were used for fixing of bone¿patellar tendon¿bone (btb) autograft. Hamstring graft (st-g) was fixed proximally with a rigidfix acl cross pin system and distally with a milagro advance interference screw. Complications mentioned in the article were: all primary hamstring grafts were revised with an ipsilateral btb graft. Medial meniscal tears , lateral meniscal tears and cartilage defects were noted as intra-articular findings at the time of revision surgery patients. The overall failure was noticed in two patients who had received a hamstring graft due to postoperative pseudomonas aeruginosa septic arthritis and a new trauma.